Event description:
During an atrial fibrillation procedure, the amplifier did not start properly and the procedure was cancelled. Multiple restarts did not resolve the issue which resulted in the procedure being cancelled. The procedure will be rescheduled.

Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation. Visual inspection revealed the front panel ports, chassis, and labels were free of physical damage. Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready ¿green¿ and communicated with the test ensite computer. Evaluation of the board status showed all boards status are green indicating passing results. Evaluation of the logs revealed discovered notable symptoms. There were 2 different message types, but both were related to the micro-processor (¿) board (pn: 100126432 sn: 005895); ¿invalid ethernet adaptor¿, and ¿qbs (against all noted boards)¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, testing was not able to duplicate the reported event. However, the reported event was able to be confirmed by evaluation of the logs which revealed the root cause was due to the micro-processor board.